Event description:
It was reported that there was an atrial lead malfunction. Follow-up with the site did not yield any additional information. The lead was repositioned and remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.